Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/(B)(6) years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: cardiac resynchronization therapy coronary venous left ventricular lead removal and reimplantation: experience from a single center in china. Experimental and therapeutic medicine. 2019; 18:2213-2218. Doi: 10.3892/etm.2019.7818. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding left ventricular (lv) lead removal and reimplantation. It was reported that infection occurred. Though it was not specified which type of infection the three lv leads were involved with, the overall study cohort experienced a variety of events including: pocket infection, bacteremia, infective endocarditis, vegetation, and lead dysfunction. The leads were subsequently explanted. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. No further patient complications have been reported as a result of this event.